Event description:
Clinical personnel noted blood specks on pt and bedding. Cvl noted to be broken in half and blood coming from line. Malicious intent ruled out. Inspection of a new cath showed product coming apart at juncture of catheter and tubing, very easily, causing a safety hazard.